Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. As the customer had changed the cartridge and infusion set, tandem technical support was unable to perform a system check to determine the cause of this occlusion.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.